Event description:
In 2004, nurse mgr at hosp reported that while using the statlock securement devices, there were issues, particularly with "skin tear" during the removal of statlock. Nursing indicated that appropriate technique for the removal of statlock was utilized, but skin tear was significant. No further detail provided regarding number of pts or products involved.